Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check up, the left ventricular lead exhibited a loss of capture. The lead was suspected to have dislodged. On (B)(6) 2015 the lead was successfully repositioned. All electrical values were within range and the patient was noted to be doing well after the procedure.